Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a segment of the conductor wire dislodged and sticking out from the yaw pulley. The wire insulation was not damaged, no thermal damage was found, and the instrument passed an electrical continuity test. Correction: section d was updated to reflect product batch/lot number as k10250123 0169. Based on additional information, it has been determined that the instrument involved with this complaint does not meet the criteria for isifa2024-09-c as previously listed in section h9.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, a wire was observed to be protruding from distal tip of 8mm force bipolar instrument. There were no reports of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.